Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller indicated the relion prime meter was giving variable readings. The customer tested her daughter¿s blood glucose level in the morning while she was sleeping on her prime meter. She stated she received a reading of 36mg then tested within seconds again and got a reading of 431mg. She did not treat her daughter. She decided to test again within minutes and received a reading of 32mg and 55mg. She stated she waited for one hour and tested again on the prime. She received a reading of 546mg and 534 within seconds apart. At this time she stated she felt the meter wasn¿t working properly. She decided to test her daughter¿s glucose levels on her one touch and received a reading of 151mg which she felt was accurate. She stated her husband decided the prime meter had probably run its course and he should buy a new one. Controls not used. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.